Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient can feel heart rate increase when doing moderate exercise. Patient also feels uncomfortable when driving over a bumpy road. The implantable pulse generator (ipg) rate response was adjusted and the ipg remains in use. No patient complications have been reported as a result of this event.